Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated. D6b: explant date is unknown. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
It was reported that the patient had an unknown explant at an unknown date for an unknown reason.